Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery and motor error alarms during bolus delivery. The customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer reported that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer did not reported motor position encoder error alarm. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer stated that the insulin pump alarm history contains neither motor position encoder error alarm nor more than one motor error alarm within a 30 day period. Customer performed displacement test and it was passed. Customer stated that the motor error alarm did not recur. Customer stated that the cannula was not bent. Customer was advised to change the entire infusion set system. Customer also experienced high blood glucose level of 319 mg/dl at time of the call and it was treated the insulin pump. The insulin pump will not be returned for analysis.